Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticmo13.7, -11.00/1.5/093 (sphere/cylinder/axis), implantable collamer lens was implanted and removed from the patient's right eye (od) on (B)(6) 2019 due to excessive vault. A shorter length lens was implanted on (B)(6) 2019. This resolved the problem. Cause of the event is reported as unknown.